Event description:
A laparoscopic assisted hysterectomy was being performed using a lavh disposable accessory kit. The disaposable stapler locking device fell apart as it was being removed from the surgiport.